Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touch screen issue was verified; however, the alleged low bg issue could not be verified as a different issue was identified (damaged usb pins).